Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on 07/01/2020, the patient presented with a perforated ramus posterolateralis sinistra (rpls). A 2.80x16mm graftmaster stent delivery system (1012580-16, 8120541) advanced, however, failed to cross the perforation. The device was removed and a 2.0x12mm trek dilatation catheter was used in replacement, sealing the perforation. No additional information was provided regarding this issue.